Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age/race of the patients represented in the article is male/63 years old/white. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: programming implantable cardioverter¿defibrillator in primary prevention: guideline concordance and outcomes heart rhythm. 2020; 17(7):1101-1106. 10.1016/j.hrthm.2020.02.004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (icds). The authors conducted a retrospective analysis comparing tachycardia programming where guidelines were applied versus non-guideline programming. The purpose of the study was to assess prevention of inappropriate therapy by use of appropriate programming. It was determined a reduction was found when programming according to guidelines was followed. The article noted ICD therapy, ICD shock, and deaths in both groups. The status/disposition of the devices is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.